Event description:
It was initially reported that the patient generator was "non-functioning". It is unclear at this time what was meant by that, if it was end of service, lack of efficacy, or an allegation of a malfunction.

Event description:
Additional information was received that the patient no longer sees his physician and the physician declined to provide any additional information. The name of the physician the patient was currently seeing was not provided.

Manufacturer narrative:
.

Event description:
Additional information was received that the patient had surgery to replace the patient's generator and lead. The generator was reported to have been replaced due to battery depletion. Good faith attempts for additional information have been unsuccessful to date. Information was received that the surgeon wanted to the patient to have the explanted product since she requested it back. It is unknown what happened with the explanted product. Follow-up with the neurologist indicated that the patient had their generator turned off but when and why this was done was not indicated.